Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported after implanting an intraocular lens (iol), there was a foreign material was noticed on the back of the lens. The foreign material was removed during the initial procedure but the removal took effort. The lens remains implanted and there is no reported patient impact. Additional information was requested.

Manufacturer narrative:
The used complaint sample was not returned. Two unopened company cartridges were returned for this lot. One of the two returned, unopened company cartridges was opened for evaluation. No damage or foreign material was observed. The unopened company cartridge was functional and dye stain tested. No lens or cartridge damage or foreign material was observed after the lens delivery. Top coat day stain testing was conducted with acceptable results. A qualified lens model/diopter and handpiece were indicated. A non-company viscoelastic was indicated. The root cause for the reported issue could not be determined. The used company cartridge complaint sample was not returned. No determination can be made without physical evaluation of the complaint sample. One unopened company cartridge returned for the reported lot was evaluated. Functional and dye stain testing was conducted with the unopened sample with acceptable results. No lens or cartridge damage was observed after the lens delivery. No foreign material was observed. Although the root cause has not been determined, contributing factors could be: a. Viscoelastic type: the use of a non-qualified viscoelastic may result in delivery issues and/or damage. B. Viscoelastic amount: not using the appropriate amount of viscoelastic as described in the dfu may result in delivery issues and/or damage. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The used complaint sample was not returned. Two unopened company cartridges were returned. Both of the returned, unopened company cartridges were opened for evaluation. No damage or foreign material was observed. The unopened company cartridges were functional and dye stain tested. No lens or cartridge damage or foreign material was observed after the lens deliveries. Top coat day stain testing was conducted with acceptable results. A qualified lens model/diopter and handpiece were indicated. A non-alcon viscoelastic was indicated. Both unopened company cartridges returned for the reported lot were evaluated. Functional and dye stain testing was conducted with the unopened samples with acceptable results. No lens or cartridge damage was observed after the lens deliveries. No foreign material was observed. Per the IFU: the company iol delivery system is for implantation of qualified company foldable iols. No unqualified lenses should be used with the company iol delivery system. The company cartridges are qualified for use with compatible company handpieces for the surgical implantation of company qualified foldable iols. Company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The used company iii (d) cartridge complaint sample was not returned. The lens remains implanted. Cartridge product history records were reviewed and documentation indicated the product met release criteria. A qualified company iii handpiece was indicated. Viscoelastic was not provided. It is unknown if a qualified product was used. The root cause for the reported foreign material could not be determined. The used company iii (d) cartridge was not returned. No determination can be made without physical evaluation of the complaint sample. The manufacturer internal reference number is: (B)(4).